Event description:
It was reported that " when attempting to insert an arterial catheter, the anesthetist realizes that it is defective. It breaks at the slightest touch. The catheter breaks under his fingers." Three catheter was used on the patient with the same issue. Another arterial catheter was used. There was no patient harm or injury. The patient's current condition is unknown. Associate MDR numbers include: 3006425876-2026-00285, 3006425876-2026-00292, and 3006425876-2026-00293.

Manufacturer narrative:
(B)(4). The customer reported catheter separation and provided two photographs and one video for evaluation. The images depicted catheter body breakage and separation across multiple samples, while the video demonstrated the catheter extrusion being manually kinked and separated. Thirteen (13) unopened sac kits were returned for analysis, representing three associated complaints. One kit from each complaint was opened and evaluated. Visual inspection of the returned samples did not identify any pre-use defects or damage. However, functional testing demonstrated that the catheter body exhibited increased brittleness and was easily kinked when a perpendicular force was applied. Stress markings consistent with material brittleness were observed. Although the catheter extrusion did not fully separate during internal testing, the observed behavior was consistent with the failure mode described by the customer. Dimensional inspection confirmed that the catheter length and outer diameter were within established product specifications. Functional testing performed in accordance with the instructions for use verified that the catheter could be successfully advanced over a guidewire without issue. A review of prior engineering investigations confirmed that similar failure modes (brittle catheter body) could be reproduced through prolonged exposure to ultraviolet (uv) light during storage and shipping. Product labeling includes instructions to keep the device away from sunlight, consistent with this risk. A device history record (DHR) review did not identify any manufacturing or quality-related issues associated with the reported lot. No systemic manufacturing deficiencies were identified. Based on the available information, including customer-provided evidence, internal testing, and prior engineering evaluations, the r eported issue was confirmed. The most probable root cause is attributed to storage and shipping conditions, specifically uv light exposure, which likely caused or contributed to material degradation and increased brittleness of the catheter. No corrective action is required at this time, as the issue is not attributed to a manufacturing process deficiency. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " when attempting to insert an arterial catheter, the anesthetist realizes that it is defective. It breaks at the slightest touch. The catheter breaks under his fingers." Three catheter was used on the patient with the same issue. Another arterial catheter was used. There was no patient harm or injury. The patient's current condition is unknown. Associate MDR numbers include: 3006425876-2026-00285 and 3006425876-2026-00293.